Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had delivered a meal bolus and did not eat the meal. The customer's blood glucose (bg) level was 68 mg/dl and simple sugars were to be consumed to address the bg level. After the meal bolus had been delivered, the customer had not properly cancelled the bolus. There was no pump issue. The customer declined tandem technical support's offer to follow-up to confirm the bg level had elevated.